Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. During the procedure, it was noted that the right ventricular lead had an insulation breach with exposed wires. It was also noted that the lead was fractured. The lead was capped and replaced. The patient was in stable condition before, during and after the procedure.